Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse was informed that the customer found the whole discarded cup tray full with cups laying all over the top of tip drawer. The fse cleaned all cups, claws for x-transfer and lubricated chuck. Then fse checked the alignments for the stc land and rtl lane from the sorter. The alignments were found to be correct. Fse then cleaned out the main incubator , b/f incubator and checked cup alignments for all x-cup transfer points. A control run was performed to validate the unit and no errors were found. Instrument is functioning as intended and was released a 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar events. The most probable cause for this event is due to a dirty claws on x-cup transfer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported leaking wash probe. The customer checked the probe and made sure it was seated properly in the well. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, prl, lhii and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.